Manufacturer narrative:
(B)(4). When the device was returned to the manufacturer for evaluation, a reportable malfunction (tip separation) was recognized for the first time; therefore, the date the manufacturer became aware of this event was considered the date the device returned. The returned microcatheter was missing the distal segment of the tip. Tip breakage was microscopically observed. It found that the tip was crushed and circumferential cracks were on the tip surface proximal to the breakage end. The polymer tip was found stretched. These finding suggested that the tip was torn off due to tensile stress. The breakage end was located at the border between the polymer-only segment and polymer-and-braids segment, approximately 2 mm from the tip end. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was concluded that tip separation was attributed to tensile stress exceeding the product's design limit that was inadvertently applied on the microcatheter while the catheter tip was being trapped by the heavily calcified lesion as the tip end was crushed by calcium. That tensile stress was assumed to have made the tip stretched, the deformed tip affected sliding ability of the concomitant guide wire, and the tip was eventually torn off by continuous tensile stress generated along catheter removal. There was no indication of product deficiency. Because the separated tip was not returned, a possibility could not be completely excluded that it might be left in the anatomy. Instructions for use (IFU) states that: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that manipulability of an asahi microcatheter suddenly deteriorated during a pci to treat a heavily calcified 90-99% stenosis in the rca. The microcatheter was advanced over a guide wire when the physician felt sudden deterioration in catheter manipulability. A new microcatheter was replaced to resume the pci. The blood flow was successfully reestablished by stenting. The patient was reportedly being without problem related to this event.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.